Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 580 mg/dl, elevated blood glucose was addressed with a correction bolus via pump. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly, the customer was using fiasp insulin.